Event description:
It was reported that this implantable pacemaker device has depleted from 3 years remaining down to 10 months battery remaining as per current checked. A request was made to have data from this device analyzed. Data analysis showed that the battery voltage was previously outperforming the expectations but has now moved closer to expectations. The longevity change is due to the switch from coulometer-based calculation to voltage based. The device may meet overall longevity expectations but may be an outlier. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has depleted from 3 years remaining down to 10 months battery remaining as per current checked. A request was made to have data from this device analyzed. Data analysis showed that the battery voltage was previously outperforming the expectations but has now moved closer to expectations. The longevity change is due to the switch from coulometer-based calculation to voltage based. The device may meet overall longevity expectations but may be an outlier. As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. Additional information indicated that the battery of this device was depleting normally. This does not meet reportable criteria.

Event description:
It was reported that this implantable pacemaker device has depleted from 3 years remaining down to 10 months battery remaining as per current checked. A request was made to have data from this device analyzed. Data analysis showed that the battery voltage was previously outperforming the expectations but has now moved closer to expectations. The longevity change is due to the switch from coulometer-based calculation to voltage based. The device likely meets overall longevity expectations but likely be an outlier. As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted and replaced due to normal battery depletion (nbd).